Event description:
It was reported that the battery was was missing and the bottom cover was near damaged near the ac power inlet. Four of the rubber vent bands were damaged. The system gave an orange wrench alarm when connecting to ac power during power on and off inspection. The main printed circuit board was replaced which resolved the problem. One standoff and one dwg standoff were damaged during repair.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported housing damage and wrench alarm on the power module were confirmed via visual analysis and product testing. The heartmate power module (serial #: (B)(6) was serviced at the abbott european distribution center (edc) and no log files were submitted. The bottom cover of the housing was damaged near the ac power inlet and 4 rubber vent bands were damaged. The system was powered on, and a wrench alarm appeared on the unit. Replacing the main pcb resolved this event. The housing and vent bands were replaced as well. The unit was able to pass all stages of testing after the circuit board replacement. The replaced board was forwarded to the abbott burlington product performance engineering (ppe) lab for further analysis. The unit was placed in the abbott rental pool after servicing. During further testing the power module pcb was tested alongside a known working power module pcb. The returned pcb was placed in a test fixture. The reported yellow wrench alarm was observed; however, no issues were found with the performance of the power module. The unit was able to operate with a test system monitor and system controller. The unit worked as intended despite the visible alarm. It was determined that a capacitor on the board was not properly functioning. The root cause of the reported housing damage was unable to be determined. The root cause of the reported wrench alarm was unable to be determined; however a damaged component on the board may have contributed to the alarm. The device history records were reviewed and the records revealed the heartmate power module (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.